Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient dob not provided by reporter. Unknown when pain started. This report is for unknown part/plate/screw/unknown lot number. Unknown part number, UDI is unavailable. Initial implant was 15 years ago (exact date was not known). Actual date of explant is unknown. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent removal of a one third tubular plate with collar and (9) nine screws from the right ankle due to pain. Initial implant was 15 years ago (exact date was not known). There was no surgical delay. The procedure was completed successfully. This report is 2 of 2 for (B)(4).